Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204 / 107) was confirmed. As received, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The cause of the code 204 and 107 is the broken latches. The root cause of the broken latches is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and 107.